Event description:
It was reported the patient presented with dizziness, palpitation and heart failure. The valve was explanted due to calcification and replaced with another MFR's valve. Add'l info has been requested.